Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and anaemia ("anemia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (lysis of extensive adhesions and total abdominal hysterectomy and bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine leiomyoma, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia and anaemia outcome was unknown. The reporter considered anaemia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted : essure removal date as per pif is (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received: " previously reported event medical device removal replaced with pelvic pain." Other events uterine fibroids, dysfunctional uterine bleeding, dysmenorrhea, dyspareunia and anemia added. Reporter and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.